Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the fenestrated bipolar forceps instrument had a broken conductor wire. The procedure was completed with a backup instrument. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the cable was broken in half. There were no signs of thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis in addition, the instrument was found to have damage of the conductor wire's insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.